Manufacturer narrative:
H2) correction made to g3. The issue occurred in the united states not foreign. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735772, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. Hardware parts were replaced. The cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned cable has no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the site had lost communication with the camera cart. It was noted that a pop up message had noted that there was a signal waiting to connect. The site's monitor was noted to become unresponsive, the mouse didn't work, and there was an amber light on the actual camera. The system came back on after a few moments. There was no reported delay to the procedure. There was no reported impact to the patient. Additional information was received stating that the manufacturer representative on site could not initially replicate the issue, then after being powered on for a while the camera cart went to no signal then a black monitor. Self-test shows uninterruptible power supply (ups) as blank. The ups main cart lights were normal. They swapped cart to cart cables and the issue resolved. Then they swapped it back to the initial cart to cart cable and the camera cart monitor displayed "network connection lost".